Event description:
Boston scientific crm received information that during a follow up visit, interrogation of this implantable cardioverter defibrillator (ICD) and right ventricular lead displayed high out of range shock impedance measurements. A chest x-ray was performed revealing the lead had not dislodged. Lead sensing, pacing impedance and threshold measurements were within normal limits. Defibrillation testing was performed successfully with a 17 joule shock. Post shock, the shock impedance measurements were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.